Manufacturer narrative:
Correction: initial report had selected required intervention; however, no intervention was required for the patient. Placeholder.

Manufacturer narrative:
The laser equipment was examined and tested at the customer location by an abbott field service specialist (fss). The fss replaced the arm distribution printed circuit board (pcb) to resolve the issue of nozzle out of position reported. A field service checklist was performed. The system was verified for all modes of operations and calibrations. The equipment meets amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
During a photo-therapeutic keratectomy (ptk) surgical procedure, the excimer laser equipment displayed a nozzle out of position error. The error occurred after the surgeon removed the epithelium (outer layer of the cornea) to allow access for the laser. The laser had not been applied when error occurred. The clinic attempted to reboot the equipment to restart the procedure but was unsuccessful. The procedure was postponed for 4 hours in order to repair the excimer laser. The procedure was completely successfully in the same day. The error prevented the laser equipment to proceed, therefore, preluding laser radiation into the eye. It was reported the patient had a loss of 3 lines of best corrected visual acuity (bcva) on right eye. Pre: od bcva=0.4 (0.5 x s-1. 5dc-1.5a x 100<) post-op at one week: od bcva =0.1(0.3 x s -1.0d c -1.0 a x 90¿).